Manufacturer narrative:
The filter was received at csi for analysis. The filter was returned with a torn filter sac. The filter was able to be retrieved into the retrieval catheter during analysis. Per reported event details: "the physician pulled on the device and the filter broke in half." Pulling the filter forcefully through the sheath likely contributed to the torn sac, however this could not be confirmed and the root cause of the filter damage remains unknown. The instructions for use for the wirion eps warns "always advance or retract the catheter slowly under fluoroscopic imaging. If resistance is felt and/or observed, determine the cause and take any necessary remedial action." At the conclusion of the device analysis investigation, the report that the filter broke in half was confirmed, however the report that the filter was difficult to retrieve could not be confirmed as the filter was able to be retrieved into the catheter during analysis. The material inspection report for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During retrieval of the wirion embolic protection system filter, it would not fully capture inside of the retrieval catheter, and therefore would not come out of the 6fr sheath. The physician pulled on the device and the filter broke in half. Popliteal access was obtained and the filter fragment was snared from below. The procedure was complete and angiography showed normal flow. The patient was discharged.